Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in intraoral region #14, its non-osseointegration was observed. Immediate load and immediate implant procedures were performed.